Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted; concurrently with total vaginal hysterectomy and posterior repair, due to symptomatic pelvic relaxation and intrauterine bleeding. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently wth total vaginal hysterectomy and posterior repair due to symptomatic pelvic relaxation and intrauterine bleeding.

Manufacturer narrative:
It has been reported that following insertion the patient experienced hematuria, dyspareunia, urinary incontinence and vaginal discharge. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced hematuria, dyspareunia, urinary incontinence and vaginal discharge.